Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad. The blood glucose reading was 100 mg/dl. No significant events leading to the keypad issues were observed other than the customer having stored the insulin pump in her bra. She stated that the issue could not be resolved by a battery replacement. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number scrolling anomaly was noted on the display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.